Event description:
It was reported that the patient underwent an ipg explant procedure due to inadequate pain relief. The explanted device was discarded. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware.